Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of turbid drainage in a patient coincident with physioneal (physioneal 1.5%) therapy. On (B)(6) 2012, the patient contacted baxter reported the following. On (B)(6) 2012, the patient experienced turbid drainage without abdominal pain. The cause the turbid drainage was reported as possibly related to the physioneal. On (B)(6) 2012, patient was treated with ongoing therapy of prednisolone 5mg three tablets once a day. The outcome of the event was resolving. The consumer stated that the event was possibly related to the physioneal.

Manufacturer narrative:
(B)(4). Follow up information was received by the patient. On (B)(4) 2012, the event resolved, and the peritoneal effluent was clear. On (B)(4) 2012, the patient visited the physician as an outpatient and confirmed that the patient had recovered from the event. On (B)(4) 2012, treatment with prednisolone was discontinued. A causality statement was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.